Manufacturer narrative:
Medical device: 4074 lead implanted: unknown.

Event description:
It was reported there was undersensing of p waves during episodes of an atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.